Event description:
It was reported that the sensor cannula was damaged and a piece of the cannula remained in the user's body. The customer visited the hospital urgently and the remainder was extracted with tweezers. The customer reported having redness at the insertion site leading up to the discovery. The caller did not know the blood glucose reading. The caller stated that the extracted sensor was shorter than usual, measuring 2 mm.

Manufacturer narrative:
A visual inspection was performed on five opened and used enlite sensors. Found two of the five sensors sensor cannulas were broken in half, one of the five sensors was broken and missing parts, one of the five sensors the cannula was retracted inside of the sensor base. Found two of the five needles were bent inside of the needle hub. Unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.